Event description:
Procedure: roux-en-y. According to the reporter: the distal end of jaws would not open after firing. To remove the device, the tissue was excised. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4).